Event description:
As reported: "kit team reported that in kit set from trauma: extraction large (d13e01, e031) has drills from non stryker manufacturer. After the zoom/magnifier of drill the manufacturer is: erbauer. The oldest picture of the kit set with non stryker drills which was found via kit team is from 10 jan 2022. From this time these kit sets were shipped to a customers - the list of the customers in attachment email from kit manager."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. Please also note the corrections to h6 device and h6 method codes. The reported event could be confirmed as the received pictures do show non stryker drill bits. A device inspection was not possible since the affected device was not returned. However, a product inspection is anyway not considered necessary as the affected drill bit is not a stryker device, the drill bit is from a manufacturer named "erbauer". This complaint is related to a local service issue as the kits are checked and distributed locally, therefore a non-conformity was opened in poland to address this issue. The complaint is finally not product related and therefore no further evaluation will be performed. H3 other text : device disposition unknown.

Event description:
As reported: "kit team reported that in kit set from trauma: extraction large (d13e01, e031) has drills from non stryker manufacturer. After the zoom/magnifier of drill the manufacturer is: erbauer. The oldest picture of the kit set with non stryker drills which was found via kit team is from 10 jan 2022. From this time these kit sets were shipped to a customers - the list of the customers in attachment email from kit manager.".